Event description:
Severe swelling and headache. I had prp with acell scalp injections. Four days later, I had severe forehead swelling and headaches that have not resolved. The swelling took almost a month to go away. Date the person first started taking or using the product: (B)(6) 2016. Hair regeneration.